Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, the most probable root cause for the possible infection could not be determined. The patient requested the implant removal. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7050m-100, lot# 2648181, mfd. 21 aug 18, exp. 2023-08-21, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7040m-100, lot# 2641531, mfd. 12 jun 18, exp. 2023-06-12, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7040m-100, lot# 2641531, mfd. 12 jun 18, exp. 2023-06-12, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient did well initially, but later claimed to have an infection. The surgeon did not believe that the infection was caused by the implants, rather he believed it to be most likely the result of the patient's poor hygiene. The patient wanted the implants removed. In (B)(6) 2019, the surgeon removed all three implants with chisels. The surgeon did not indicate that any of the implants were loose or malpositioned. The patient is receiving treatment for the infection. The status of the patient following the implant removal is not known.